Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A final report will be submitted when the investigation is completed.

Event description:
The customer called, reporting they were receiving an error 4 message when inserting strips into their freestyle meter and a battery icon which are the indication that meter may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.